Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device with product family - unid rod, product ID b33226012-02, 510k# k140738, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient underwent revision sur gery. Pre-op diagnosis of patient was kyphosis. It was reported that, the unid rods were broken post-operatively. Patient had a symptom of pain as a result of broken rods. Revision surgery was performed and the broken rods were explanted. Procedure or technique pe rformed was open thoracolumbar fusion. No further complications reported.

Manufacturer narrative:
Radiographic image review: antero-posterior standing x-ray, rod appears fractured on one side. Magnified view of image shows one rod is fractured at mid thoracic region. Lateral view of rod is fractured at apex of curve. Lateral x-ray magnified one of the cap screw may be out of tulip at bottom the construct l3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.